Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas during a pancreatic drainage procedure performed on (B)(6) 2025. During the procedure, the stent was fully deployed in the correct location; however, the second flange of the stent did not expand which resulted to the stent pulling out of the cyst. The stent was removed using forceps, and 2 plastic stents were implanted to complete the procedure. There was no patient complications reported due to this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas during a pancreatic drainage procedure performed on (B)(6) 2025. During the procedure, the stent was fully deployed in the correct location; however, the second flange of the stent did expand which resulted to the stent pulling out of the cyst. The stent was removed using forceps, and 2 plastic stents were implanted to complete the procedure. There was no patient complications reported due to this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully deployed and expanded; and no damages were found in the delivery system. Functional inspection was performed, the catheter passed through the luer, and the slider was able to be moved back to its original position without resistance. Product analysis did not confirm the reported events of stent failure to expand and stent positioning issue as there is a lack of objective evidence. The stent was returned properly deployed and no malfunctions were noticed after functional inspection on the delivery system. However, the reported event of stent positioning issue is a known potential complication associated with the use of the device in the manufacturer's labeling. There is not enough evidence to confirm the reported events. Therefore, a review and analysis of all available information indicated the most probable cause of the reported events is no problem detected. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent positioning issue is a known potential complication associated with the use of the device in the manufacturer's labeling.